Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2014 with the following results:a visual inspection of the pump showed moisture behind the display lens. The pump was able to power on with the returned battery cap; the battery compartment was intact and there was no moisture in the compartment. The pump failed a leak test due a display lens leak. A motor rewind error occurred while attempting to rewind the pump. The pump cover was removed and moisture contamination was found inside the pump.